Event description:
The user facility reported a 51-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that there was no resolution of suction alarm as the physician tried to reposition the impella cp several times unsuccessfully. It was further reported that the cp p-level would not go over 2. The patient hemodynamics remained unchanged. Mds determined that in the absence of critical alarms the explant would be the next morning.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿

Manufacturer narrative:
The investigation for the positioning issue has been completed. Data logs were confirmed the failure mode and clinical narrative. Logs showed after the pump was started, the pump position was in the aorta and low flow occurred that triggered impella position in aorta, auto suction response and suction alarms. The pump position occurred in 1 minute and resolved but low flow still remained to the rest of the case. No motor current spikes observed. Product was not returned for review. Based on clinical description, the root cause of positioning issue was most likely use related. The root cause of low flow was unable to be determined as limited clinical details were provided and no product was returned for review. The instructions for use referenced in the initial report is for the impella cp with smartassist system in following sections. Section: use of echocardiography for positioning of the impella catheter. Section: understanding and managing impella catheter position alarms d4-corrected . Model number. F6/f8-should have been left blank in the initial report.